Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported there was a touchscreen issue. There was no patient involvement. The manufacturer's field service engineer (fse) determined the touchscreen requires replacement. The fse replaced the touchscreen and the issue was resolved.